Event description:
A report was received that the patient underwent an explant due to the patient's pocket site had opened and was oozing clear liquid. The physician did not expect there to be an eminent infection present, but chose to explant as a precaution. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description:artisan surgical lead, 70cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.